Event description:
It was reported that during an unknown procedure the clips would not form. Another device was used to complete the case. No adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.